Event description:
It was reported that the pt experienced a csf leak during implant surgery. The csf leak was repaired. The pt was successfully implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt was successfully implanted. This is the final report.